Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter has an alleged split that was found during use. There was no patient injury reported.

Event description:
It was reported that the catheter has an alleged split that was found during use. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one 10 fr t/l hickman cv catheter. It was noted that the white-hub extension leg had a longitudinal s-shaped split in its lumen just proximal to the trifurcation. When the split was viewed under magnification, it was noted that the split had a granular surface near the center of the split and a smoother surface with striations towards the ends. The white-hub extension leg was noted to be occluded distal to the trifurcation before and after decontamination, with leaking observed from the split site. The other extension legs were both patent to infusion and aspiration with no leaks observed. Based on the findings associated with the identified split, the investigation is confirmed for the reported leak, specifically an external leak due to a burst. Per the evaluation results, the split site was longitudinal, s-shaped and had a granular surface. These are characteristics typical of a burst due to over-pressurization. Additionally, it was noted that the lumen was occluded distal to the trifurcation. Therefore, it is possible that over-pressurization due to flushing against an occlusion contributed to the reported event. However, the definitive root cause could not be determined based upon available information.